Event description:
Customer went to the hospital ill and stated that her meter was off compared to hospital's results. She had been fasting and her meter was giving readings in the 200s. When she did tests at the same time at the hospital she read 224 on her advance meter and 100 per the hospital test.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specifications.